Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a blacked-out image in a therapeutic procedure involving an olympus xenon light source. No patient injury was reported.